Event description:
A customer reported receiving a sensor error message from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered unspecified treatment for diabetic ketoacidosis. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on customer's report of "july 2021 or october 2021." All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is based on customer's report of "(B)(6) 2021 or (B)(6) 2021." All pertinent information available to abbott diabetes care has been submitted. Section h10 - corrected to include reader DHR results. Omitted in error.

Event description:
A customer reported receiving a sensor error message from the adc device. The customer experienced a loss of consciousness and was seen by a healthcare professional who administered unspecified treatment for diabetic ketoacidosis. No additional information was provided. There was no report of death or permanent injury associated with this event.